Event description:
It was reported that the pump showed no cassette recognition. There was unknown patient involvement.

Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Service history review identified that the device has not been in before for repair related to the customer stated problem. Review of the event history log was not required. Functional testing confirmed the customer problem. Calibration was not possible. The downstream occlusion (dso) sensor will be replaced.